Manufacturer narrative:
The customer checked the sound, and it was not working. The customer is taking responsibility to correct/repair the device. The rse confirmed that if they were having any issues replacing the speaker to call back. Based on the information available and the testing conducted, the cause of the reported problem was a bad speaker. The reported problem was confirmed. The customer was to replace the speaker on the device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer informed philips they evaluated and will repair.

Manufacturer narrative:
Follow up report to correct product information.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker of their patient monitoring system was not working. The device was in use and there was no report of patient or user harm.